Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be not available for evaluation. This is a product not distributed in the us and does not have a 510k number. If relevant additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The (B)(6) reported to baxter (B)(4) of an administration solution set in which "ejection of black ink" was observed after the removal of the protector at the end of the set. It is unknown when the event occurred. Patient involvement is unknown at this time. No additional information is available at this time.